Event description:
It was reported that during the use of the product, a phenomenon that was suspected to be leakage of air from the cuff was observed. The customer then stopped using the product. No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths medical. Based on results of investigation, the returned device worked normally. Air leaking happens once cuff is overinflated which is in conflict with instructions for use. No lot number provided for DHR.